Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain level') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). The patient was treated with surgery (surgery to get essure out). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff reported that, she will go in 40 min for surgery to get essure out of her. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received- medical device removal was updated into pain level. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain level'), glaucoma ('glaucoma') and ocular hypertension ('occular hypertension') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), glaucoma (seriousness criterion medically significant), ocular hypertension (seriousness criterion medically significant), pigment dispersion syndrome ("pigment dispersion syndrome") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (surgery to get essure out). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, glaucoma, ocular hypertension, pigment dispersion syndrome and fibromyalgia outcome was unknown. The reporter considered fibromyalgia, glaucoma, ocular hypertension, pelvic pain and pigment dispersion syndrome to be related to essure. The reporter commented: plaintiff reported that, she will go in 40 min for surgery to get essure out of her. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain, glaucoma, fibromyalgia and pigment dispersion syndrome". Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received : essure insertion date added. Events added- glaucoma, pigment dispersion syndrome, fibromyalgia, ocular hypertension. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('in 40 min I will go in for my surgery! Finally get this e-hell out of me') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to get essure out). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: plaintiff reported that, she will go in 40 min for surgery to get essure out of her. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.